Event description:
Date of incident (B)(6) 2025. It has been reported that a receiver broke at the end where the dome attaches, and got stuck inside the user's ear. The user went to the emergency room to have the dome and receiver removed. The broken receiver did not cause any harm to the user. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no device history record has been obtained, as the receiver was discarded before being returned to the manufacturer. Clinical conclusion: it has been reported that a receiver broke at the end where the dome attaches, and got stuck inside the user's ear. The user went to the emergency room to have the dome and receiver removed. The broken receiver did not cause any harm to the user, he got a new receiver and dome on the device and went home following the event. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment has been prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency. 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.